Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/24/2017. (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. This medwatch report is in response to receipt of a voluntary medwatch report # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a tonsilectomy procedure on (B)(6) 2017 and the suture was used. When the surgeon was attempting to place a stitch in the tongue to improve access to lingual tonsils, the needle broke off the suture and became embedded in the tongue. Sonosite and c-arm was used to confirm a placement of the needle in the tongue. Then the incision was made in the tongue with bovie and used ultrasound to identified the needle and remove it. This was done successfully. Two small incisions were made in the tongue to facilitate that. Additional information has been requested.